Event description:
It was reported that there were 2 occurrences of lid damage with a bd sharps coll¿ 9gal red. The following information was provided by the initial reporter: it was reported that one lid is broken and the second one looks like it is completely shut.

Manufacturer narrative:
H.6. Investigation: a compliant review was performed by the supplier. An investigation was performed to review the issue of lid broken and lid shut. Unfortunately, a DHR review cannot be completed because the part number and lot number provided do not belong to the physical product shown in the pictures provided. A nonconformance review showed there were no issues observed for lid broken or lid shut. Since both lids shown in the pictures provided did not belong to part number reported additional evidence would be needed to investigate the issue with this discrepancy. Any additional pictures to provide evidence of the original packaging with containers would also be required. It is possible that the damage occurred in transit during shipping or during the package handling. The root cause was unknown.

Manufacturer narrative:
(B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were 2 occurrences of lid damage with a bd sharps coll¿ 9gal red. The following information was provided by the initial reporter: it was reported that one lid is broken and the second one looks like it is completely shut.